Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged occlusion issue was verified, but the cartridge air bubbles issue could not be verified as cartridge was not returned.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Additionally, it was reported that air bubbles were observed within the canister. Customer primed the tubing to address the issue. There was no adverse impact to customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.